Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00431. Follow-up information indicated the patient underwent a scs trial. However, the patient and physician elected not to move forward with a permanent scs system and instead the drg system was revised on (B)(6) 2017. Lot number ab2212 was explanted and replaced. Additionally, 2 other leads were implanted. Postoperatively, the patient reported receiving effective therapy.

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00431. It was reported the patient is experiencing ineffective stimulation. Reprogramming was unable to provide effective stimulation. Surgical intervention may take place at a later date to address the issue.